Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss in the device. The implant would not fully inflate. It was noted that the pump had air pockets and there was air in the system. The device was removed and replaced. There were no patient complications.